Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for non-malignant pain reported the implantable neurostimulator (ins) shocked him severely and the battery wasn't holding a charge like it used to. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the consumer reported he had gotten zapped before. There was a zapping sensation in 2015.